Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had power error alarm occurred four time every hour. Customer also report the long crack beginning from the top of the pump all along the length of battery tube and serial number of the pump was missing. The customer¿s blood glucose was unknown the insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked case behind the pump at the battery compartment, cracked battery tube threads and the serial number label fading. No missing serial number noted. The insulin pump passed the displacement test, sleep current measurement and active current measurement. All currents within specific range. However, confirmed power error due to connector resistance issue.